Manufacturer narrative:
Product complaint # (B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: how was the hematoma identified? Low blood pressure and tachycardia. What was done in the reoperation? Hematoma was addressed, made sure hemostasis was achieved. What cartridges were used for creation of sleeve? Green, gold, blue what was the patient gender/bmi? Does the surgeon routinely wait 15 seconds prior to firing? Yes. Does the surgeon pulse fire or use one continuous firing stroke? Pulse. Were any staple formation issues noted throughout care of patient? No staple formation issues were found during examination of staple line. Is the patient¿s anticoagulation regime known? 5000 units of heparin delivered subcutaneously.

Event description:
It was reported that the doctor performed a laparoscopic sleeve gastrectomy on a patient on (B)(6) 2019. The patient remained in the hospital and while being monitored, the patient developed a hematoma along the staple line on (B)(6) 2020. The doctor reoperated and resolved the hematoma. The patient has since been discharged.